Event description:
It was reported the device displayed error code 1720. No patient injury was reported.

Manufacturer narrative:
Additional information was received indicating that the event occurred during testing; there was no patient involvement. Device evaluation: one device was returned and visual inspection revealed seal and housing intact. Upon inspection, the device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. Replaced back-up capacitor.

Event description:
Additional information was received indicating that the event occurred during testing; there was no patient involvement.